Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified device with broken shell, missing shell, black particles material found on the gel, and fold creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified sharp broken crease, wear abrasion, and stress marks. Based on the device analysis the final assessment was sharp broken crease in the anterior side assessed as fold flaw opening and missing shell assessed as inconclusive. Additional, changed, and/or corrected data: d.10, e.3, h.3, h.6.

Event description:
Patient reported a left side rupture. Device has been explanted.